Event description:
The customer reported a communication failed error. It would not take xray. Also, the system would no longer bootup.

Manufacturer narrative:
The ge service rep replaced the gpos and rtos. He replaced the hard drive and reloaded the software. The rep also replaced gib after the system locked up while loading flash. He reloaded the calibration files. System working as intended.